Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed

Event description:
It was reported that a maestro 3000 cardiac ablation system controller during a procedure was unable to recognize the maestro pod. It was noted that the procedure was canceled with no patient complications being reported.